Manufacturer narrative:
Analysis received the unit with no button response due to moisture damage found on the electronic assembly. There was moisture damage on the motor assembly. There was no counting numbers on its own or button error alarm noted. Also, there was no blank display or display anomaly. Analysis was unable to verify for operating currents, program alarm anomaly, battery out limit, and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, no delivery tests. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 158 mg/dl at the time of incident. The customer stated the insulin pump had keypad anomalies, no delivery and program alarm anomaly alarms. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.